Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-04239. It was reported that the patients leads had migrated. Surgical intervention was undertaken on (B)(6) 2023, where the entire system was explanted. Patient may be reimplanted at a later date.